Manufacturer narrative:
Trackwise ID#: (B)(4). Reported lot # unk. No device catalog was reported, therefore a lot history review is unavailable.

Event description:
N/a.

Event description:
Received incrowd survey 38487 beating heart pms- june 2024, where they commented "sometimes it disengages" when asked about the stabilizer or positioner can slide along the sternal retractor blade without disengaging when device mount is locked.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. A supplemental report will be submitted once all investigation activities have been finalized.